Event description:
It was reported that the charging port on the pump was loose, requiring manual manipulation to connect for charging, and the pump housing was worn, causing difficulty in inserting and removing cartridges. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, assistance, or follow-up, and no further action was required.